Event description:
Boston scientific cardiac rhythm management (crm) received information that during a recent device follow-up, this implantable cardioverter defibrillator (ICD) exhibited a charge time of 21 seconds. The device model/serial is included in the 'mid-life display of replacement indicators' advisory population. Technical services was called for recommendations. No adverse patient effects were reported. At a later date, this ICD was explanted and returned for laboratory analysis.

Manufacturer narrative:
Technical services confirmed the device will display the elective replacement indicator (eri), upon two consecutive charge times greater than the extended eri charge time indicator of 23 seconds. At this time, normal device follow-ups have been scheduled. If new details are forwarded, this event will be further updated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion and did not experience the malfunction described in the 'mid-life display of replacement indicators' advisory.